Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. In one of the interrogations, the longevity of the battery was reported as six years, but at the most recent follow up, the longevity remaining decreased to about three years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement within a 90 day time period. The patient was checked and according to the information provided, the replacement of the device is going to be performed in the upcoming weeks. No adverse patient effects were reported. The device remains in service. Additional information was received stating that the device was explanted and successfully replaced. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. In one of the interrogations, the longevity of the battery was reported as six years, but at the most recent follow up, the longevity decreased to about three years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement within a 90 day time period. The device was explanted and successfully replaced. No adverse patient effects were reported. The product was received for analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. In one of the interrogations, the longevity of the battery was reported as six years, but at the most recent follow up, the longevity remaining decreased to about three years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement within a 90 day time period. The patient was checked and according to the information provided, the replacement of the device is going to be performed in the upcoming weeks. No adverse patient effects were reported. The device remains in service.